Event description:
The customer reported that during a 12-min radio frequency ablation procedure, no bubbles and pulses occurred and the temperature did not increase. (See MFR report # 1717344-2009-00322). Although another needle was used, bubbles/pulses still did not occur but the temperature did increase up to 60 degrees. The procedure was aborted. A covidien representative shortly afterwards visited the hospital and tested the generator. At that time, the temperature rose to over 80 degrees.

Manufacturer narrative:
(B) (4). (B) (4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.